Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2023. In (B)(6) 2024, the patient experienced stoma site redness and slight bloody secretions. On (B)(6) 2024, blood count and inflammatory parameters were checked and stable. On (B)(6) 2024 a culture was done which revealed many polymorphonuclears, gram positive cocci and yeasts. On (B)(6) 2024, the patient was prescribed treatment of oral amoxicillin / clavulanic vinegar for a duration of 7 days.